Manufacturer narrative:
Investigation results: the complaint that the needle did not retract correctly was confirmed and the cause appeared to be manufacturing related. Twenty-one 18ga insyte autoguard bc winged units from lot: 4305271 were provided for investigation. Twenty units were received in sealed unit packaging. The complaint that the needle wouldn't fully retract was confirmed from the used and unused samples. Three of the twenty sealed units did not fully retract and the notch in the needle caught on the blood control valve. The dimensions of the needle and notch were within specification. Adequate lubrication was observed on the needles. The exact cause of the reported issue could not be identified; however, since the reported issue could be reproduced with the representative samples, the root cause was determined to be manufacturing related and the appropriate manufacturing personnel were notified of this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: during two incidences, rn stuck patient with bd #: 382644, pushed the push-button to retract the needle and it failed to retract correctly. These events occurred on 2/3/2025 and 2/4/2024.

Event description:
Additional information: yes, I just received the defective product today. The note says the catheter did not retract fully and got stuck in the catheter.

Manufacturer narrative:
Information received indicating that a partial needle retraction (needle shielding failure) rather than a needle retraction occurred.